Manufacturer narrative:
(B)(4). Manufacturing date -- march 10, 2016 ¿ march 11, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor did not fully infuse fluorouracil hs 2989mg in sodium chloride 0.9%, total volume 230mls, over 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.